Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then downloaded the electronic records from the device for review and was able to confirm the loss of power occurred; however, the cause of which could not be conclusively determined.   As a precaution, physio replaced the device's battery pins and ensured that the internal connections were secure.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during patient use.  The patient was being transported at the time of the event and medical personnel were able to restore power each time.   Physio-control contacted the customer in order to obtain additional information about the patient; however, the customer advised that they did not have any patient information available.